Manufacturer narrative:
Device evaluated by MFR.: a carotid device was returned for analysis, the following attributes were examined: the device was returned with the stent partially deployed. The investigator was unable to deploy the stent due to the damaged shaft. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified that the shaft has detached at the distal edge of the main t-valve. This type of damage is consistent with excessive force being applied tom the device when attempting deployment. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 13dec2021. It was reported that deployment issues occurred. A percutaneous selective venography (right jugular vein) with stent implantation was performed to a patient with percutaneous selective vein blockage. The target lesion was located in carotid artery. A 10.0-37 carotid monorail wallstent was advanced for treatment. However, during the procedure, it was noticed that the stent could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed partial stent deployment with shaft detachment.